Event description:
It was reported the filter penetrated the ivc near the aorta. The filter was left in the patient. There was no patient injury reported. The patient is currently asymptomatic. The penetration was noticed on a post placement image. There was no extravasation noted. The penetration was approximately 5mm. No additional information could be obtained to date.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample is not available for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.